Event description:
Nurse reported patient was hospitalized for hypoglycemia.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was investigated and found to exhibit a visibly worn keypad which is not likely to result in an adverse event. A replacement cap was used to complete testing and reboots were observed in the history but could not be duplicated, all functional tests were within required specifications.